Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: air/water channel and cylinder has foreign objects, clogging of j-tube (curved section of the insertion tube) in control unit, which water cannot be supplied. The white foreign material detected according to previous investigations; the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. The event can be prevented by following the instructions for use which state: according to the instructions, simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited air/water channel and cylinder has foreign objects, j-tube (curved section of the insertion tube) had foreign material which water cannot be supplied. There was no patient involvement.